Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the u.s.a. Stating that device experienced an e5 error, indicating an unspecified issue. The device was not being used during surgery. It is unknown if there was injury or medical intervention that occurred. There was no additional information provided.